Manufacturer narrative:
The associated complaint devices were not returned.without the actual products involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported the tip of the inserter broke off when impacting. Delay no longer than 30 minutes was recorded. Backup was available